Event description:
The pt was implanted with a left ventricular assist device. The pt presented with heart failure symptoms with an increased ldh and dark urine. An echo was done and despite increasing speed, the heart was not unloading. Medication was initiated for suspected thrombosis. The pt received a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. The user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.